Manufacturer narrative:
One sample was received to perform an investigation. A device history record (DHR) review could not be performed as the lot number was unknown. No information has been provided to date. A visual inspection of the obturator was performed at 12 inches from the device under normal lighting. It was observed that the obturator sleeve was not loose or deformed. The obturator sleeve was then moved from top to bottom as usual, and it was observed that the obturator curve appeared deformed. Functional testing of the obturator was performed for obturator alignment. The obturator did not pass the test. It was found to be out of specification. The reported problem was confirmed. Root cause of the reported problem was unable to be determined. The most probable root cause was that the obturator became damaged after it left the manufacturing facility as the obturators were 100 percent inspected after the bending operation to verify the angle was within specification. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a hospital pre-test of the tracheostomy tube, the plastic sheath on the obturator was moving backwards and forwards making it very difficult to pull the obturator away from the tube. No patient injury was reported.